Manufacturer narrative:
(B)(4). Batch # t5c44w. Additional information was requested but unavailable: please provide more event details how the device ¿malfunctioned¿. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples formed in the proper closed b-formation? If the stapler did fire was the staple line complete? Did the device cut? If yes, was the cut line complete? If a different issue occurred, can you please provide details? Device analysis: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. Event could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted during the functional testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy the device malfunctioned. It is unknown how the case was completed. No patient consequences were reported. "This misfire was rather problematic, led to me needing to remove many tiny un-crimped staples, and also having to laparoscopically oversew the colon at the area where the stapler was to have closed off the appendiceal base."